Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used during an endoscopic retrograde biliary drainage (erbd) performed on (B)(6) 2024. During preparation for a procedure, the inner guide catheter and the pull wire were noted to be broken outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Block h10: the naviflex rx delivery system was returned for analysis. Visual inspection found that the guide catheter was detached from the delivery system and the push catheter was bent. Additionally, the pull wire was returned in a fully deployed position; however, no damages were noted. No other damages were noted with the delivery system. Product analysis confirmed the reported event of a guide catheter break; however, the reported event of a pull wire break was not confirmed because no damages were noted to the pull wire. The investigation concluded that guide catheter breakage and the additional investigation finding of push catheter kinking was most likely due to the handling of the device and the technique used by the physician (force applied) during the preparation which could have resulted in the detachment of the guide catheter. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used during an endoscopic retrograde biliary drainage (erbd) performed on (B)(6), 2024. During preparation for a procedure, the inner guide catheter and the pull wire were noted to be broken outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.